Event description:
It was reported that the patient was observed to have high lead impedance. It was reported that xrays were performed and were unable to be read due to image quality. It was stated by the physician the cause of the high impedance is not known. It was noted that the patient had not manipulated vns or had any recent trauma. No known surgery has occurred to date. No additional relevant information has been received.